Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary; the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the patient's left ventricular (lv) lead had become dislodged and the physician was unable to access the cs when re-attempted. The lead was removed and an epicardial lead was placed. The patient's right ventricular (rv) lead was causing phrenic nerve stim (pns) and during repositioning the helix was retracted and would not redeploy. The lead was removed and a new lead was utilized. No patient complications have been reported as a result of this event.